Event description:
On (B)(6) 2012, the patient called animas and alleged that pump did not deliver a bolus, resulting in hyperglycemia. Patient reports he bolused for a meal on (B)(6) 2012 and when he pressed go he felt pump vibrate and heard it beep. When patient removed pump to see message the message had already cleared. Patient reports he check iob after bolus and it said 0 units were on board. Patient checked alarm history and no record of bolus exist, patient is adamant that he did press ok on the bolus and the bolus at least started to be delivered. Patient did not give another bolus because he was scared bolus did go in but was not showing up in bolus history or insulin on board. . Confirmed time/date were correct. Four hours later patient bg was 456mg/dl with of mild nausea. Patient states he knew at that time the bolus was not delivered. Patient gave correction bolus via pump and bg came down later that afternoon to normal range. Patient is not sure why bolus was not in bolus history but patient is sure he did start the bolus and heard the pump beep/vibrate after pressing go. Alarm history shows no relevant alarms on that date and all boluses in bolus history are completed. Patient was advised byt cts to discontinue pump and go to a back-up plan. This complaint is being reported based on the allegation that a patient experienced hyperglycemia due to the pump failing to deliver a bolus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No canceled boluses observed in pump histories on 12/8/12. No activity related to the complaint was observed in pump histories. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.